Event description:
It was reported during implantation procedure, it was not possible to insert the stylet into the lead. A new lead was used to complete the procedure. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece. The sample stylet could not be fully inserted due to clogged dried blood inside the inner coil, which likely caused the field report of stylet insertion failure. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.